Event description:
A pixel issue on the pump display was reported, which affected the customer's ability to interact with the device. There was no reported impact to the customer's blood glucose level at the time of the event. Customer support arranged for a pump replacement, and the customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.